Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: je8cdka0 mfg. Date: 05/01/2015, exp.: 10/31/2020, hp8drdz0 mfg. Date: 12/01/2014, exp.: 12/31/2019. In addition, a review of the batch manufacturing records was conducted for the possible batch numbers and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a repair of a perineal laceration following a delivery on (B)(6) 2015 and suture was used on the skin and subcutaneously. Upon examination on (B)(6) 2015, the perineal tear site was swollen, red, painful and had a white secretion. The surgeon performed cleaning, removed the sutures. The current condition of the patient was reported as discharged.